Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears.